Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (approximately 700 mg/dl) and the cause was not known. Ketones were moderate. A bolus was delivered. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The healthcare provider identified the ketones as being dangerous. The customer was treated with intravenous insulin and fluids. Elevated bg and dka were resolved. The customer¿s discharge date was not provided. Although multiple attempts were made, the customer did not reply with the discharge date.